Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10mar2020.

Event description:
The customer reported touchscreen cracked. The service technician confirmed the touchscreen was found cracked during pm (preventive maintenance). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 11may2020. B4: 12may2020. The customer confirmed the unit had repaired however, did not provide repair details after numerous attempts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.